Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips by biomed customer that the device's battery pca had broken pins. There is no patient involvement.